Event description:
It was reported that the xience v stent delivery system was taken out of the hoop and placed on the table. Before preparation it was noticed that the stent had come off of the balloon. There was no patient involvement. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible on the stent implant, balloon, shaft and contrast in the inflation lumen, consistent with preparation and handling. The stent implant was stationary on the tightly folded balloon but was not between the markers. The distal end of the stent implant was located 4mm distal to the distal edge of the distal marker, which is likely what was perceived by the account as the stent dislodged. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The soft tip was wrinkled at the distal end of the clear gap. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the bends and damaged tip may have occurred during preparation or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the stent mislocation. A mislocated stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. The proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal outer diameters were outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. It is possible that the sheath was inadvertently handled during removal or the stent was mishandled during preparation for use, resulting in the stent moving on the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement or stent mislocation for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the noted stent mislocation could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.